Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered itself off during patient use when pressing the button to perform a 12 lead ECG. They attempted to turn the device back on however, the screen was orange. The device was powered off and then back on without further issues. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control received the following patient information from the customer: (patient identifier) indicates: (B)(4). (Age at time of event) indicates: (B)(6). (Gender) indicates: female. (Weight) indicates: (B)(6). (Other relevant history) indicates: hypertension, gerd.

Event description:
The customer contacted physio-control to report that their device powered itself off during patient use when pressing the button to perform a 12 lead ECG. They attempted to turn the device back on however, the screen was orange. The device was powered off and then back on without further issues. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. The initial medwatch report (date of event) indicates: (B)(6) 2018. Initial medwatch report (date of event) should indicate: (B)(6) 2018.

Event description:
The customer contacted physio-control to report that their device powered itself off during patient use when pressing the button to perform a 12 lead ECG. They attempted to turn the device back on however, the screen was orange. The device was powered off and then back on without further issues. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.